Event description:
During a patient use event, the user stated the device cancelled a "shock advised" decision though the patient showed a shockable rhythm. Another defibrillator was used. The patient survived.